Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a diabetic ketoacidosis on 01/05/2017 and was hospitalized. Customer's blood glucose level was above 600 mg/dl. The customer was in intensive care unit and was given insulin drip. The customer was wearing the insulin pump at the time of hospitalization. The self-test, displacement test, and high pressure test passed. The customer's doctor stated that the insulin pump had a defect. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. Device was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.